Event description:
It was reported that before they exchange the trach, she placed the cuff on water and noticed that the trach inflation was asymmetrical on the sides. Cuff only inflated on one side, even after doing multiple attempts to deflate and re-inflate to resolve it. Issue was only resolved after a new trach tube was obtained and placed. There was patient involvement, however no patient injury.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D3 - mfg establishment name- corrected. D9 - date returned to mfg: 6/19/2025. The suspected device was returned for evaluation. The event history log (ehl) was reviewed. The device was visually inspected. A functional test was performed and the reported issue was confirmed. The cause of the reported issue is being review. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.